Event description:
It was reported that two months post implant there was high thresholds on the right ventricular (rv) lead. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 419688 crdm non-defib lead implant 2014 (B)(6). (B)(4).